Manufacturer narrative:
Investigation summary : no photos or samples were received by our quality team for evaluation. A device history record could not be evaluated as the lot number is unknown. After investigation, the team found there was an accumulation of fluid before the bubble and the user's thumb on the plunger delivered this fluid. Based on the quality team's investigation, the system preformed as designed.

Event description:
It was reported that intelliport system tablet had screen issues and reported incorrect dosing. The following information was provided by the initial reporter: material no. 516701, batch no. It is reported customer experienced screen issues with tablet. Verbiage received, - user claims to have administered 50 mcg of fentanyl but intelliport system recorded 75 mcg. An enter dose message was not displayed and he was unable to edit the intelliport record. User recorded 50mcg in the epic chart.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that intelliport system tablet had screen issues and reported incorrect dosing. The following information was provided by the initial reporter: material no. 516701, batch no. Unknown. It is reported customer experienced screen issues with tablet. Verbiage received: user claims to have administered 50 mcg of fentanyl but intelliport system recorded 75 mcg. An enter dose message was not displayed and he was unable to edit the intelliport record. User recorded 50mcg in the epic chart.